Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'downstream occlusion fail' was not reproduced. A review of the event history revealed "downstream occlusion!". Device sent to the flow line for a downstream occlusion test. Downstream occlusion test passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.